Event description:
It was reported that the customer was hospitalized multiple times due to occlusions; however, the specific dates could not be recalled. Reportedly their blood glucose was between the high 500's and low 600's with ketones. Customer was reportedly treated for the events with intravenous fluids of saline and insulin. Treatment reportedly resolved the issue and there was no permanent damage. Reportedly, the customer would be hospitalized for approximately 3 day's to 1 week per occurrence. Ultimately the customer reverted to an alternate method of insulin therapy.